Manufacturer narrative:
Product evaluation: lens was returned dry in a lens case/vial. Visual inspection found the haptic broken. Dimensional and functional inspections found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2019. Patient code 3191: secondary surgical intervention, lens explant. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -4.00/+3.5/023 (sphere/cylinder/axis) in the patient's left eye (os), on (B)(6) 2018. The reporter indicated the uncorrected visual acuity (ucva) was lower than expected. The clinical refraction and ucva did not match the expected refraction of ticl calculation. The patient and surgeons are extremely dissatisfied with the low ucva the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.